Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A loss of therapy was reported. Patient said they were not getting good symptom relief which "started about a week before I went to the hospital (may 2018) which was last friday. They had to cath me because I wasn't able to pee." When asked what happened after this, the patient said they "have been able to pee a little bit but sometimes they will have to cath me but I wanted to bump up my stimulator." When the patient synched to their ins, stimulation was on at 6.9v; the patient couldn't feel stimulation. It was reviewed that this is a high setting; they then increased to 7.5v and was able to feel stimulation. It was further reviewed that this high setting can deplete their implant battery fast. As a result of what was reported, the caller was redirected to their healthcare provider (hcp) for consultation; they have an appointment with their hcp soon. No further patient complications have been reported as a result of this event.